Manufacturer narrative:
It was reported that during further examination of the same patient(used ek2415fnt2, reference. 3003902943-2017-00008), another leak was found. As a result the beta 2 stent (ek2420fnt2) had to be changed again. At that time of reporting, according to attached picture, there was a lot of residue in stent and it was found only cover hole on stent body part. As a result of analysis of returned device, it was found cover hole and fracture on end of double stent. It was successfully passed in the criteria of manufacturing and inspection as a result of confirmation of device history record for the relevant product. Fracture can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. The ek2420fnt2 is beta stent. Stent body is made of d-type cell and outer stent is made of s-type cell. Normally, the beta stent is implanted at cardias and it is possible to be fractured stent body due to shrinkage-relaxation of stomach. It is, however, hard to find out exact root cause for this complaint because it is difficult to reconstruct the situation at the time of procedure with limited information. According to device history records, there was no problem with that device. So it is difficult to judge fracture by device malfunction. It is considered that stent was affected due to movement of stomach then stent was fractured. The suspected device is not registered in the us and we will continuously monitor whether similar or same complaint occurs.

Event description:
It was reported that during further examination of the same patient(used ek2415fnt2), another leak was found in the stent which has been changed in the first stent (reference. 3003902943-2017-00008). As a result the beta 2 stent (ek2420fnt2) had to be changed again.